Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was contrast in the inflation lumen and balloon. The distal tip was damaged. Magnified inspection of the balloon revealed a pinhole and scratch in the balloon material 6mm from the distal edge of the proximal bond. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a none calcified and moderately tortuous artery of the left lung. A 2.5mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with placement of a 2.5mmx20mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a none calcified and moderately tortuous artery of the left lung. A 2.5mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with placement of a 2.5mmx20mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.